Manufacturer narrative:
The product was not returned for evaluation and lot number information has not been provided. Consequently, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the issue reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
During a poster presentation at the (B)(6) neurosurgical society event held on (B)(6) 2020, it was reported that cerebrospinal fluid leakage was observed when duragen was used with fibrin glue and was attached on onlay for a hemorrhagic dural arteriovenous fistula. The date of the event is unknown, and it is unclear if the cerebrospinal fluid (csf) leakage was observed during or after the procedure. No allegation of product malfunction was reported, and no further information was provided by the facility.